Event description:
Adverse event(s): "no information" (no information). Product problem(s): "lens implanted upside down" (malposition of device [iol (intraocular lens) implant]). A retinal specialist reported that an intraocular lens (iol) had been implanted upside down. The surgeon reported that he performed a peripheral iridectomy as a routine procedure that he does with all anterior chamber lens implants to reduce the potential for pupillary block. The surgeon reported the patient had unspecified ocular pathology (pre-existing). The surgeon repositioned the iol in a secondary procedure. The patient was reported to have been doing well following the reposition procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/13/2010, 08/03/2010, and 08/09/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).